Event description:
It was reported that patient presented in clinic after experiencing discomfort. Upon interrogation, phrenic nerve stimulation was noted on patient's left ventricular (lv) lead. High capture threshold was also noted on lv lead. Programming changes were made. Patient was stable.